Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection to the pump for an unknown duration of time. No additional patient information was available. The customer indicated that the devices regained connection, and declined further assistance from tandem technical support regarding the issue.